Event description:
In may 2006 the lay user/patient contacted lifescan alleging that she received medical attention from the emergency services because her one touch profile was reading erratically. The medical affairs specialist sent a letter five days later since the patient cannot be reached by telephone to obtain/verify information. The following information was provided at the initial call with the customer care advocate (cca).in may 2006 (around 2:30am), the patient woke up "sweating, weak, disoriented and felt like she was dying". While experiencing the symptoms, she tested on her meter and got "400, 325, and 325 mg/dl", performed less than 10 minutes apart. Based on statistical methodology, the calculated difference of these blood glucose results meets lifescan's criteria for precision. The patient also reported getting a "400 mg/dl" on another unknown device while experiencing symptoms. After testing on the meter, the patient drank lots of juice and then called the ambulance. The ambulance arrived, tested the patient's blood glucose levels, obtained an "80 mg/dl" on their meter, and then took her to the emergency room. At the emergency room, the patient got an "84 mg/dl" blood glucose lab result, was given juice as treatment, and eventually was sent home. The cca verified that the meter was set up correctly and the correct testing/cleaning techniques were used.the cca walked the patient through a check strip, which failed.it would be helpful to obtain the following information: if the patient took any medications before going to bed, what other device was used to obtain the "400 mg/dl" reading, if the patient was able to relieve her symptoms with juice before the paramedics arrived, and if the patient made any adjustsments to her diabetes care based on the meter readings.this complaint is being reported because the patient's symptoms and treatment do not correlate with the patient's meter readings. The patient obtained relatively "high" meter readings while experiencing symptoms and was taken to the emergency room and treated with juice. In addition, the check strip test failed. The meter, test strips, and control solution were replaced.